Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 0.5 mg/ml at 0.09009 mg/ml and unknown baclofen 1000 mcg/ml at 180.2 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred (B)(6) 2018 during servicing (e.g. Epg/programmer maintenance). The pump was flipped in the pocket and environmental/external/patient factors that may have led or contributed to the issue included weight loss. Diagnostics/troubleshooting performed included the doctor manipulating the pump in the pocket to flip it back in order to refill. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ it was noted surgical intervention did not occur and was not planned. The patient¿s weight and medical history were ¿asked and would not be made available (legal/confidential reason).¿ no further complications were reported/anticipated or expected.